Event description:
It was reported that the customer's pump triggered an altitude alarm, and as a result, the customer's blood glucose level exceeded 500 mg/dl, displaying as "high." To address the high blood glucose level, the customer used the pump to administer a correction bolus and did not require third-party assistance. Tips for preventing altitude alarms were provided by technical support, which the customer acknowledged. The cartridge was replaced to resolve the issue, and the pump resumed normal operation.